Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error (open book image). Customer's blood glucose at time of incident was 8.5mmol/l. Customer stated that the critical pump error was displayed on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to backup plan.

Manufacturer narrative:
The insulin pump alarmed no motor movement during rewind due to unlocked connector at the printed circuit board area 1; unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no motor movement alarm. The insulin pump powered up properly after battery installation. No critical pump error noted. The motor was tested outside the device and passed. Unit received with minor scratched display window and case.